Event description:
The patient presented to the ER after developing labored breathing and gastric pain. Echo and x-ray revealed lead perforation. The physician repaired the hole in the diaphragm and pericardial centesis was also performed. The lead was then repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.